Event description:
It was reported that during a laparoscopic anterior resection the first firing of stapler was successful. On the second firing, staple cartridge buckled and was noticed to have significant damage when removed from the patient. Case had to be converted to open to properly check the staple line, which was successfully formed. Metal casing from staple cartridge was missing but could not be found - hospital think it likely this has dropped outside the body but patient will be returning for x-ray to make sure. On looking at the lot numbers of cartridge, cartridge used was out of date. Will follow up on this with hospital stock holding.

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: what is meant by cartridge buckled? The metal, reinforcing base of the cartridge was not present after firing. This left the plastic insert alone, which cracked part way through the height of the cartridge, about 1/3 of the way from the tip of the jaws. The cartridge then bent at this crack. How low was the transection? Performing an lar but quite a high one ¿ not too low in the pelvis so was able to open and visualize properly were any issues with device noticed during the first. Firing? No. Was it anticipated to be a single firing or were more required? More (x2) ¿ lar being .performed removing cancerous section of colon ¿ surgeon staples above and below. The cancerous region, removing the specimen and joining with a circular stapler. Was the cartridge difficult to load or remove? Customer does not recall any issues, but cannot say for any certainty the analysis found that one ec60a device was returned in good visual condition. One ecr60d cartridge reload was received fully fired and with the cartridge pan dislodged and missing. Upon evaluation, the reload was noted to have the deck damaged and broken in two. Furthermore, 3 drivers were missing and 2 were out of position. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on how the cartridge became damaged. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.